Manufacturer narrative:
The samples were serumsystem check failed on (B)(6)2010. The qc data failed out on high on (B)(6)2010. Customer recalibrated and used fresh reagent and results were within labs specification.a bci field service engineer (fse) replaced mixer motor. No additional inquires or calls been placed in regards to this issue.although system issues may have contributed to this event, a clear root cause can not be identified for this event.

Event description:
A customer contacted beckman coulter (bci) in regards to multiple erroneously high and/or low free t4 (frt4) results generated by unicel dxi 800 access immuno-analyzer.the erroneous results were not reported out of the laboratory.the original samples were repeated on the same instrument and produced results within the normal reference range. The results are provided. This event did not impact patient treatment.